Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2026, the patient was found by her brother in a markedly altered state, which he described as ¿almost in a coma.¿ the patient reported feeling ¿drunk¿ at that time and stated she was unable to obtain a cgm reading. She could not confirm whether the cgm was displaying low mg/dl, high mg/dl, or failing to provide readings altogether. The patient alleged that she did not receive any alerts from either her dexcom mobile application or dexcom receiver. Her brother transported her to the emergency department, where she was hospitalized for three days and discharged on (B)(6) 2026. The patient was unable to recall any cgm or blood glucose meter values recorded during her hospitalization, nor could she recall details regarding medications or treatments received. At the time of reporting, the patient stated she was feeling well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/08/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that no sensor session was active during the time period reported for the event. A new session was started on the date reported to be when the user was discharged from the hospital ((B)(6) 2026). No additional patient or event information is available.